Event description:
It was further reported that it was a percutaneous coronary intervention (pci) procedure. The target lesion was a 75% stenosed lesion located in the circumflex artery. Although it was previously reported that there was a wire fracture, follow up has corrected this to there was no problem with the wire.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during an unspecified procedure, catheter tore. When performing minimal manipulation of the icross imaging catheter, the catheter tore off the unspecified wire and the wire fractured. The catheter was removed and another same catheter was successfully used. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Corrected: there was no problem with the wire. (B)(4).